Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2016. This is a report of a use error where the patient connected the patient line to the transfer set without properly priming the patient line. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm. The patient reported that they discovered when the cycler was in priming mode it did not fill up to the top of the patient line, which left an air gap in the line, and the patient connected to the unprimed line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.